Event description:
A customer called to report a red rash with blisters that appeared after wearing the support device for 2 weeks. Blue foam material inside the device is what the customer suspects caused the condition. Customer states customer has been under md care for the rash for 2 weeks. The first tablets and cream have not improved the condition. Md has changed the rx in an attempt to improve the condition. The pt wants to be notified of the contents of blue foam material so customer can avoid contact in the future. The product will not be returned. The customer declined to give any treating physician info.